Manufacturer narrative:
Method: complaint history analysis and risk assessment. Results: complaint history analysis. Fifty-three previous reports related to tip-deformation. As a result, a CAPA was initiated, product was discontinued in (B)(6), 2007 and a field bulletin was distributed. Risk assessment. No adverse consequences to pt, an x-ray confirmed that no fragments were left in the pt. Conclusion: product was not returned as it is the policy of the hosp to retain all instruments broken or damaged during surgery; hence, a complete investigation could not be performed. Previous causes of tip failure have included over angulation of the instrument during screw loading or insertion, an upward movement of the screw during insertion and/or improper handling during cleaning. A CAPA was initiated and product has been discontinued.

Event description:
It was reported that "during surgery, tip of screwdriver broke off. Tip could not be found. X-ray confirmed tip was not in surgical site."